Event description:
It was reported that the bd phaseal¿ optima infusion adapter (c100-o) leaked chemotherapy medicine by the spike. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "had another chemo spill". Do you happen to have the exact date of event? Friday on (B)(6). Would you be able to ask where did the leakage occur? By the spike, leaked where the spike meets the bag.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima infusion adapter (c100-o) leaked chemotherapy medicine by the spike. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "had another chemo spill" do you happen to have the exact date of event? Friday 2/5 .would you be able to ask where did the leakage occur? By the spike, leaked where the spike meets the bag.